Event description:
It was reported that the insulin pump does not allow access on reservoir change menu. Customer stated it takes an hour before insulin pump allows access and act button was not working properly. Advised customer it is most likely an issue with square wave or dual bolus delivery. Advised customer to monitor the insulin pump and call back if any issues arises.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened dome. The keypad connector was inspected and no anomalies were noted. The pump was received with operating currents within specification, and passed the functional testing. The pump had minor scratches on the lcd window.